Manufacturer narrative:
Per the IFU, arrhythmias, and cardiac failure/low cardiac output are known complications associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement, and bioprosthetic heart valves. Ventricular fibrillation is a life threatening arrhythmia that is typically a complication associated with poor ventricular function, annular rupture/ aortic dissection, or inadequate coronary perfusion. In this case, there was no report of annular/ aortic dissection, and there was good coronary flow, however, the patient had underlying left ventricular hypertrophy. The thv training guide for the ascendra delivery system cautions "vf or ischemia can occur during rapid ventricular pacing. Assure blood pressure is high enough (>100 mmhg) before starting rapid pacing. Be prepared to defibrillate". There was no allegation of device malfunction. The physician indicated the patient's ventricle was thickened and became ischemic during the procedure. In this case, a combination of patient co-morbidities and the procedure (likely rapid pacing) resulted in the patient suffering ventricular arrhythmias and ultimately expiration. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by the edwards clinical specialist, during a transapical transcatheter aortic valve replacement (tavr) procedure the patient developed ventricular tachycardia, ventricular fibrillation and was shocked multiple times. Despite life saving measures, the patient expired. Per the interventional cardiologist: the patient's ventricle was thick and became ischemic. A review of the angiogram showed good coronary flow and no rupture was noted. The cause of death was left ventricular hypertrophy (lvh). An autopsy was not performed. Per report, following balloon valvuloplasty (bav) the patient's blood pressure was around 110/70. The native valve was crossed and the patient was rapid paced. When the bav balloon was pulled back, the patient's pressure was around 60/40 mmhg. Drugs were administered and cardiopulmonary resuscitation (CPR) begun. The patient went into ventricular tachycardia and was shocked multiple times. At this time the patient was placed on pump, heart remained in ventricular fibrillation and a decision was made to deploy the sapien valve. After the valve was deployed, the patient was shocked again. On transesophageal echocardiogram (tee) moderate paravalvular leak was noted so the physician post dilated with 1 cc. After post dilation there was no paravalvular leak and only slight aortic insufficiency was noted. The patient remained stable and was weaned off pump. As the chest was being closed the patient went into ventricular fibrillation and was shocked multiple times. The left ventricle was noted to be akinetic on tee. The patient expired.